Event description:
The customer reported the ventilator alarmed saying the alarm led failed. There was confirmation of the issue in the event log. Not in use. The ventilator was received at the manufacturer's repair center for evaluation. The engineer confirmed the customer complaint. When the ventilator powers on, the message for alarm led failure displays and the logs indicate the same. Voltage outputs are variating out of the power management board. Further information is pending.

Event description:
The customer reported the ventilator alarmed saying the alarm led failed. There was confirmation of the issue in the event log. Not in use. The ventilator was received at the manufacturer's repair center for evaluation. The engineer confirmed the customer complaint. When the ventilator powers on, the message for alarm led failure displays and the logs indicate the same. Voltage outputs are variating out of the power management board. Further information is pending.

Manufacturer narrative:
Upon further investigation, the issue was discovered during performance verification testing. Therefore, this complaint no longer meets reportability requirements.